Event description:
The customer reported the system displayed a generator error message, this message resulted in a loss of fluoroscopy x-ray. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.